Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.   The clinical review of the reported event was performed and it was concluded that the device use did not contribute to the patient outcome. Defibrillation was delayed 1 minute and on-going CPR provided. Additional on-scene information indicated another AED was connected within 20 seconds, and therapy was provided. A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that the shock button on their device was unresponsive during intervention on a patient. In this state, the device may not be able to provide defibrillation therapy, if it were needed. The patient associated with the reported event did not survive. The clinical review of the reported event was performed and it was concluded that the device use did not contribute to the patient outcome.

Manufacturer narrative:
After replacing membrane switch and parts associate with it, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Stryker further evaluated the replaced parts at the product assessment center (pac) and the technician verified reported issue. Display lens removed as well only because membrane is adhered to it and would have been damaged with its forced removal. Blisters of both power and shock buttons had been damaged before depot submission and were broken from their respective switches. The replaced parts are archived by stryker. The cause of the reported issue was determined to be due to membrane switch failure.

Event description:
The customer contacted stryker to report that the shock button on their device was unresponsive during intervention on a patient. In this state, the device may not be able to provide defibrillation therapy, if it were needed. The patient associated with the reported event did not survive. The clinical review of the reported event was performed and it was concluded that the device use did not contribute to the patient outcome.